Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/14/2020.

Manufacturer narrative:
Date sent to FDA: 5/19/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following the procedure the patient experienced abdominal pain, bowel obstruction, nausea and vomiting. It was also reported that the patient underwent hernia repair on (B)(6) 2017 due to incarcerated ventral incisional hernia. No additional information was provided.